Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a scratched ldc lens, damaged uso seal and a lifted dso seal. The tamper seal was removed. Three accuracy test were performed as part of the functional test and the reported issue was not duplicated. During the delivery accuracy tests, although the pump was slightly under delivering, but was within the published specification. The likely caused of the reported issue was due to the expulsor. As a result, the expulsor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed accuracy during preventive maintenance. There was no patient involvement.